Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implant with a prodisc c implant at c4-5, no information is known about the implantation. Patient was experiencing hypermobility and the surgeon removed the implant and fused the patient on (B)(6) 2024. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the complaint investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk assessment found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under pdc-rd-0064. Pre-removal imaging was provided. The removal was due to the patient's hypermobility. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implant with a prodisc c implant at c4-5, no information is known about the implantation. Patient was experiencing hypermobility and the surgeon removed the implant and fused the patient on (B)(6) 2024.